Manufacturer narrative:
Concomitant medical products: 4574 lead implanted: (B)(6) 2006.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rv impedance spikes, variable impedance levels, high impedance and elevated sensing integrity counter (sic) counts. The lead was capped and replaced. No patient complications have been reported as a result of this event.